Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 37 inappropriate shocks. The physician tried to interrogate the device but a red warning screen was displayed on the programmer and interrogation was not possible. However, when the local field representative arrived, the device was interrogated without issue. The inappropriate shocks appeared to be caused by t-wave oversensing and it was noted that smart pass was off. An automatic set up was attempted but failed due to small amplitudes. Manual set up was successful and the device was programmed to the alternate vector with smart pass on. Technical services discussed the red warning screen and interrogation issues could have been due to telemetry noise or other interference, but engineering review of device data would be needed to confirm the reason. Additionally, x-rays were recommended to compare system placement at implant and currently. Technical services requested device data to be submitted for evaluation of the treated episodes and acquired s-ecgs during the recent follow up. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. Available information indicates the device remains implanted and in service.